Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump and the got into the pool. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The unit was received with missing display window cover, scratched case, cracked case-corner of belt clip rails and cracked battery tube threads. The pump passed the displacement test. The pump was cut open and found moisture ingress on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector and motor during visual inspection. In summary, the pump was received with a cracked case (corner of belt clip rails), moisture ingress and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was stopped working. Customer stated that the insulin pump was exposed to moisture. Insulin pump had crack at side. No harm was required during medical intervention. The insulin pump will be returned for analysis.